Event description:
The customer called to report that he was hospitalized for high blood glucose with a reading of 479 mg/dl. The customer stated that he changed the infusion set on the morning of the hospitalization. The customer had been bolusing, but the blood glucose levels remained high. The customer also stated that the pump alarmed no delivery a few times prior to the event. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the prime and high pressure tests. The customer mentioned that he may not be using the correct infusion set for his body type since he has recently lost weight. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.